Event description:
Pt was combative and confused from admission to adult care. Was brought to "acu" from ambulatory care after central line placement. Pt known to have pneumothorax development. Heimlich valve had been taped securely together, but pt was able to pull it apart easily from the actual tube connected to the chest. When nurse walked into room, valve was disconnected due to pt's confusion and restleness. Nurse clamped tube and connected valve immediately along with calling attending physician. Breath sounds were heard in all lung fields and chest x-ray was obtained.